Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer has been waiting for a supply order and she is currently out of infusion sets. The troubleshooting was performed. The customer was assisted in performing a 5.0 units fixed prime. The customer stated that insulin did not exit and insulin pump alarmed no delivery. It was explained to the customer that the alarm was caused by set/reservoir and advised to replace infusion set and reservoir.